Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera experienced fell off of the lens. The event happened during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: poor color image and moisture inside the charge couple device. Based on the results of the investigation, a root cause for the detached charged coupled device lens could not be identified. Based on the results of the investigation, it is likely there was a poor color image due to moisture inside the charge couple device. However, the root cause of moisture inside the lens could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.